Manufacturer narrative:
(B)(4). A visual evaluation of the returned expect pulmonary needle noted that the working length (needle and sheath) was kinked at the distal end of the handle. The tip of the needle was barbed, and no puncture of the sheath by the needle was found. A functional evaluation found that the stylet could not be removed from the device and the needle was difficult to extend and retract. The handle of the device was disassembled and it was revealed that the needle was bent inside the handle. The complaint that the sheath was punctured by the needle was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the right lung during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle got caught on/punctured the catheter sheath when it was extended. The procedure was completed using another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) needle perforated catheter sheath. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the right lung during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle got caught on/punctured the catheter sheath when it was extended. The procedure was completed using another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.